Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was having issues with her sensors. Customer stated had two sensors last for 24 hours and another last for 10-12 hours and insulin pump goes to threshold suspend even blood glucose was at 140's mg/dl. Customer stated she got calibration error, change sensor and discrepancy on sensor glucose versus blood glucose readings. Customer stated the insulin pump was alarming her high blood glucose but her actual blood glucose was at 30's mg/dl. Troubleshooting was done. Customer's blood glucose was 38 mg/dl. Customer treated with food. The customer was advised to do set change and to call back if issues persist. No further information provided.